Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this mechanical valve, one of the leaflets did not open freely. The valve was explanted and replaced with a smaller size valve. No additional adverse patient effects were reported. It was reported that the surgeon previously implanted only non-medtronic mechanical valves and this is the first implantation of this valve. The surgeon reported sizing the annulus using the correct sizer.